Event description:
Reporter indicated that a dell handheld computer froze during an interrogation. The flashcard was removed and reinserted to resolve the issue. The event resolved so the devices will not be returned for analysis.